Manufacturer narrative:
(B)(6) 2014. The analysis from the manufacturer is pending. (B)(6) 2014. Method: since the device was not returned, the device history records were reviewed. Result: the lead was released in accordance with established specifications and procedures. Conclusion: please see the attached analysis (B)(4). Lead is capped, remains implanted.

Event description:
This lead was capped due to inappropriate shock.

Event description:
This lead was capped due to inappropriate shock.

Manufacturer narrative:
The analysis from the manufacturer is pending. Lead is capped, remains implanted.